Manufacturer narrative:
Carefusion has requested add'l info from the user facility on the reported event and the status of the pt. As of june 05, 2015 there has been no add'l info provided by the user facility. (B)(4). A carefusion field service rep to evaluate and repair the device. The carefusion field service rep has not completed the eval of the device as june 05, 2015. Carefusion will submit a f/u medwatch report once the eval and repair have been completed.

Event description:
The user facility biomed reported that the device alarmed "ext high peak" while in use on a pt. The pt was removed from the device and placed on another device. There was no pt harm reported.

Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was unable to reproduce/verify the reported event. The carefusion field service representative ran the device through the extended systems test (est) & operational verification procedure (ovp) and the device passed all tests.

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/8/2015. Corrected data: life threatening and required intervention to prevent permanent impairment/damage were added because the ventilator required change out.